Event description:
Journal reference: arle et al. "Motor cortex stimulation for pain and movement disorders." Neurotherapeutics 2008; 5(1): 37-49. The study involves 15 pts (8 pain and movement disorders, 4 pd, 2 et and 1 cortico-basal degeneration), using motor cortex stimulation. The pt cases were detailed along with a general review and research of literature relative to modeling and understanding the underlying mechanisms of mcs. Reportable event: one pt developed a superficial infection on the extension wire site and required removal of the device. After treatment, the pt was reimplanted. (Unilaterally implanted pt).